Manufacturer narrative:
Date sent to FDA: 09/14/2020. Additional b5 narrative: it was reported that following the procedure the patient experienced infection and scarring.

Manufacturer narrative:
Date sent to FDA: 9/22/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted numerous adhesions to the mesh and a bulge in the middle of it. Omentum was adhered to the mesh with some bowel, so the mesh was partially removed except on the right and lower side where it adhered to the abdominal wall and could not be removed. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.